Manufacturer narrative:
Investigation completed 10/31/2017. No device history records review could be done as no traceability information nor product is available. A review of integra complaint tracking database since 2014 for cc1p1 and related kits (it2, it2eu, ip1p, ip2p) reveal no similar complaint relevant to bedside monitor/licox monitors discrepancy, except 2 other cases reported at the same time by the same hospital. No product was returned, this complaint is unverifiable, the exact root cause could not be determined.

Event description:
The patient had a tunneled catheter with combined probe. This happened during treatment. Wavy / flowing/scrolling curve was displayed on the patient's bedside monitor. Additional information received on 13sep2017 : the product ID and lot of the device was not known. The event lead to late monitoring of the patient. The patient got a combine probe inserted and tunneled with the first the measurement being ok but after a day or two, it started to behave strangely. The values rolled between 9-36 and gave a strange curve on the bedside and "it shows and middle value of the rolling figures". The patient was not injured. However, they decide to change the probe to a bolt with a single probe because they did not trust it. After the probe change, it worked fine. A licox monitor (lcx02) with serial (B)(4) was used. Linked to mfg. Report number: 9612007-2017-00024.